Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis revealed the distal electrode of the lead was covered in body tissue/fibrotic growth and blood. There was also blood observed on the distal sleevehead and visual analysis noted tissue in the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were dislodged and causing phrenic nerve/diaphragmatic stimulation. The rv lead was repositioned and remains in use. The ra lead was attempted to be repositioned however when the lead would not advance, it was removed to obtain new access and use a different sheath and tissue was noted on the helix. The tissue was cleared from the helix and although the helix extended/retracted with ease, the lead "fell" when the stylet was removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.